Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from fasting meter to meter comparison results of 178 mg/dl using truemetrix go meter and 211 mg/dl using dr.'s device. The customer¿s expected fasting blood glucose test result range is 100-120 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer did report that she had previously contacted her doctor due to undisclosed symptoms; the meter to meter comparison test was performed during the visit. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/31/2022 and open vial date is 01/2021. The meter memory was reviewed for previous test. Result history. (B)(6).